Manufacturer narrative:
The test strips were requested for investigation. The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.2 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. Relevant retention test strips (lot 368887) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Same finger stick was used to obtain results. For a second measurement a new puncture of a different finger is mandatory. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to an unknown laboratory method. The first result from the meter at 10:00 a.m. Was 3.8 inr. The second result from the meter at 10:10 a.m. Was 3.3 inr, the same finger was used to obtain this result. The result from the laboratory at 11:08 a.m. Was 2.3 inr. The patient's therapeutic range was 2.0- 3.0 inr.